Manufacturer narrative:
The event was not confirmed as device was not received for evaluation and no medical records were not received for evaluation. Device history review: review indicates the device was manufactured with no reported discrepancies. Complaint history review: review indicates there have been no other reported events for the reported lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
Patient dislocated 1 month post op. Removed 36mm insert and -5 head. Implanted mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient dislocated 1 month post op. Removed 36mm insert and -5 head. Implanted mdm.